Event description:
During a recanalization procedure in a heavily calcified afs and a. Popliteal with 30 cm of total occlusion and after placement of two everflex stents in the afs, the physician tried to stent the proximal a. Popliteal with a cordis smart flex stent but during stent placement the catheter shaft broke at the handle. The entire sds and the stent could be removed without complications. However, the access to the vasculature system was lost and the procedure was aborted. The procedure was pta of the right femoral arteries and arteries of the right lower leg. Access was antegrade with puncture of the right common femoral artery. Despite massive dilatation of the right popliteal artery, a defect of the sds occurred due to the massive calcification of the device. Sds and stent could be retrieved without problems. Further intervention was aborted. Final angiography showed a clear improvement of inflow with some residual stenosis at femoropopliteal transition. The device was received in two with the outer shaft detached and included.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the catheter tip was separated per preliminary analysis. The complete analysis is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion a report was received that a 5 x 200mm smart flex stent delivery system (sds) shaft ¿broke¿ during attempts to deploy the stent. The device was removed with no reported patient injury. When received, the device was noted to have an sds catheter tip separation. The event involved an (B)(6) male patient undergoing treatment of a 30cm long, highly calcified target lesion of the right superficial femoral (sfa) to popliteal artery. Antegrade access was obtained via the right common femoral artery. The site reported that the lesion underwent ¿massive¿ pre-dilation prior to the successful implant of two everflex stents in the sfa. During deployment of a 5 x 200mm smart flex stent in the popliteal artery, the site reported that the sds shaft broke at the handle. The site reported that the entire sds was removed without complication. However, access to the vasculature was lost and the remaining portion of the procedure was aborted. Of note, the site further reported that the final angiogram revealed clear improvement of inflow with some residual stenosis at the femoropopliteal transition. When the device was returned to the manufacturer for evaluation, the sds catheter tip was noted to be missing. Attempts to clarify whether this separation occurred during use on the patient versus during shipment have not been successful. A non-sterile unit of smart flex 5x200 vas, 80cm was received inside of a plastic bag. The inner shaft was received separated from the outer sheath; the inner shaft was kinked 35cm and 43cm from the proximal section; and the outer sheath was compressed along the body. The smart flex was inspected under the vision system and confirmed that the stent was in its¿ original position (inside of outer sheath). The inner shaft catheter tip was not received. Sem analysis revealed that the outer member surface presented evidence of elongation in the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The outer member surface is composed of elemental carbon, oxygen, sodium, silicon, sulfur, chlorine, potassium and barium. An eds analysis revealed that the inner member surface is composed of elemental carbon, oxygen, sodium, phosphorus, sulfur and potassium. Ftir analysis revealed that the infrared spectra obtained by the inner shaft at three different locations did not show any difference between them; hence, the presence of another compound such as adhesive on the shaft surface could not be asserted. A comparison test performed between an acrylate based adhesive and inner shaft revealed that key ir peaks related to cyanoacrylate-based adhesive are not present in the inner shaft spectra, consequently it cannot be affirmed or discarded that adhesive was poured on the external surface of the inner shaft submitted for analysis. A review of the manufacturing records revealed that this lot of products met specification prior to release. The product instructions for use (IFU), instructs the user to carefully inspect the sterile package and device prior to use and to not use it if it appears damaged. If resistance is encountered at any time during the insertion procedure, the user is warned to not force passage of the device since resistance may cause damage to the stent or lumen. The failure reported by the customer as ¿catheter tip - smart/flexstent/smart control/precise- separated - (peripheral)¿ was confirmed since the guidewire lumen tube was not received with the device. However, it is not possible to confirm the root cause of this failure. The findings of outer member elongation, kinking and compression and inner shaft separation are consistent with stretching and pulling. Based on the information available for review, there are vessel characteristics (highly calcified long lesion) and procedural factors (based on the returned condition of the device) that may have contributed to this event. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process.